Event description:
The product was returned to the manufacturer from a funeral home for disposal only. No date, cause of death, or relationship of the patient's death to the stimulation therapy was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.